Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. On (B)(6) 2022, per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax 2 days after the procedure. The patient required hospital readmission to address the complication.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax 2 days after the procedure. The patient presented with stomach pain and back pain and was subsequently admitted overnight. The chest x-ray showed a small pneumothorax which did not progress in size overtime. A follow-up chest x-ray showed the pneumothorax resolved on the third day and was subsequently discharged. The target lesion was in the right lower lobe about 11 millimeters in size, close to the pleura. The physician believed that the ion system contributed to the event because the 19g needle sheath slid a little bit and caused the needle to go in further than expected. The needle was discarded right after the procedure, and it will not be returned for evaluation.